Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the deep brain stimulation (dbs) was acting up and was glitchie and flashed intermittently. The caller described zero coupling boxes. A new recharger was sent. No symptoms were reported.